Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Device initially reported as a malfunction. Device was returned for evaluation and the observed damage of stripping does not constitute a reportable event. As such, this event is now considered to be a non-reportable malfunction.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the torque driver chipped, no patient harm, no delay.